Event description:
A customer observed positively biased k+ qc results on the 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient sample were being tested, and there was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the customer was not adequately cleaning the tip locator while performing routine maintenance, allowing salt build-up in the reference metering port. The field engineer cleaned the build-up and performed related adjustments. Qc results following service were acceptable. The root cause of this event is user error.